Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received multiple inappropriate shocks. The patient presented to the emergency room and consult transmission revealed a right ventricular (rv) lead fracture. A magnet was utilized to disable therapy. A surgical intervention was performed, and a new device system was implanted. This lead was capped and surgically abandoned. No additional adverse patient effects were reported.